Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Was the firing cycle completed? Did the device (lock-out where no staples were deployed and no cut line was started? Did the device partially fire (start to deploy staples and cut but could not be completed where the cut line and staple line were approximately equal in length)? Was there any issue with the opening the device? If so, how were the jaws of the device opened? Did the jaws eventually open?

Event description:
It was reported that the device locked on the tissues : it was impossible to reopen the device to realign it before stapling. No patient consequence. Use of another device.

Manufacturer narrative:
(B)(4). Batch number: p58z7x. The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.